Event description:
Pt had the lifesite placed for chronic hemodialysis. On event date, the pt developed a fever with vomiting and back pain. Blood cultures were positive for mrsa. The lifesite device was removed one week later, but the pt had progessive worsening neurologic status and respiratory failure. Tee 5 days later showed a large "mv" vegatation and the pt died of sudden cardiac arrest with asystole on the same day.